Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was starting probably about 8 months ago the patient noticed that their implanted neurostimulators battery and lead were not working. The medtronic device was working at times and then stopped working about 3 months ago. The patient was trying to get a replacement and their ppp put in a referral for the ins who was telling them to contact their primary care doctor. Pt was trying to figure out and make sure they got all bases covered to get a replacement so they could live again. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they have had 3 medtronic machines and this was their third one and they liked it but this one just stopped. Agent emailed local reps. Rep replied that they will follow up with patient. Additional information was received from manufacturer representative (rep) that patient had a device replacement.

Manufacturer narrative:
H6 coding has been updated, specifically ime code e2403 removed to more accurately reflect previously provided information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Event description:
Additional information was received from manufacturer representative (rep). Rep reports pt had new pain (unrelated to baseline). Leads originally placed at t11. Patient states they have back pain not covered by current location of leads. Moved lead location up to mid t8. Unable to place second lead due to scar tissue. Ins was replaced. No complaint from patient about ins. Additional information was received from the rep. Rep reports that a report was submitted for the patient's device replacement and provides the report reference number. Rep reports the patient is satisfied with the outcome of the procedure and happy with the therapy.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins), model 97715, s/n (B)(6), revealed the ins passed functional testing. Analysis of the lead, model 977a260, s/n (B)(6), revealed upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead, model 977a260, s/n (B)(6), revealed upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.